Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when attempting to inject the vaccine during a routine immunization, vaccine sprayed out between the hub of the syringe and the needle attachment point. Vaccine was sprayed on both the babe, mom, and writer. The vaccine was infinrix hexa and then 1 inch needle used was lot# 2024137.